Event description:
It was reported that a customer experienced a malfunction identified as 14-0x2054 with their pump. There was no reported adverse impact to the customer¿s blood glucose level as specific values were not provided. The pump was operational, charging, and recognized by the computer, but a complete code confirmation was pending. No further information was provided.